Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device recorded a shock impedance value of zero. All other shock lead impedance measurements were stable between 50-60 ohms. All other lead diagnostics were noted to be normal. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.